Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
See d3, d4 expiration date, d10, g1, h4 and h11 complaint has been evaluated and is similar to: 1644408-2020-00772; 430-05-052, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.